Event description:
Since (B)(6) 2025, 7-10 channels would move in and out of high impedance status. Three channels have been disabled (B)(6) 2025. Further steps are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient never received benefit with the device. However, with available information an exact root cause for the lack of benefit cannot be determined.

Event description:
The user never had any auditory impression with the device. Three channels have been disabled (B)(6) 2025. Further steps are unknown.